Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that right ventricular lead was explanted and replaced due to the high lead impedance. The patient's condition before, during and after the procedure was stable and without any complications or symptoms.